Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 8 atm during the first inflation in the arm. There was no reported difficulty in retracting the device through the sheath. There was no reported pt injury.

Manufacturer narrative:
The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval and the distal portion of the balloon was protruding from the distal end of the introducer sheath. The sheath was examined and the distal tip was noted to be flared. The balloon was retracted through the sheath and upon removal, a complete circumferential break to the outer catheter at the proximal balloon glue joint was observed. The inner polyimide was noted to be intact. The break was examined under magnification ((B)(4)). The edges of the outer shaft break were observed to be jagged and slightly stretched, indicating that excessive tension/manipulation may have been applied to the shaft. The investigation is confirmed for retraction issue based on the condition in which the sample was returned (i.e. Flared introducer tip and for a complete circumferential outer shaft break at the proximal balloon glue joint. The investigation is inconclusive for material rupture, as functional testing could not be performed due to the poor sample condition. The definitive root cause for the balloon rupture could not be determined based upon the available info.